Event description:
The following is based on medical records (implant operative report), which was included in the initial attorney's report: on (B)(6) 2002 pt was implanted with a bard flat mesh during a procedure to treat genuine stress incontinence, and pelvic prolapse. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that on (B)(6) 2002, the pt was implanted with a bard flat mesh during a pelvic procedure. No specific device failure was alleged and the medical records provided were limited to the implant operative report. We have contacted the initial reporter to request additional information and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.